Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached after 2 days of wear. The customer further reported she experienced unspecified hyperglycemia symptoms and was unable to self-treat. The customer had contact with a healthcare professional who her diagnosed with hyperglycemia treated with insulin (type/dose unknown) injection. There was no report of death or permanent injury associated with this event.